Event description:
It was reported that the pt went to the emergency room with excessive stimulation. The pt claimed that his room mate stole his pt programmer along with some drugs, turned his stimulator up and wouldn't give the pt programmer back. The pt was found in a street, in his wheelchair, screaming in pain. A good samaritan brought the pt to the emergency room. Additional info reported that the implant "broke" and the pt was in a lot of pain everyday. The pt had both a deep brain stimulator (dbs) and a spinal cord stimulator (scs). It was noted that when the pt was in the emergency room, he felt it was the dbs unit that was causing the pain. The pt was referred to his managing physician. Several attempts to follow-up with the healthcare provider for additional info were made without success. The known physician noted that they were treating the pt at the time of the event. Reference MFR report# 3004209178-2009-01369.